Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign - event occurred in spain. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the sterilization certificate indicates that the products were sterilized according to the specification. A picture has been received, showing the product label with the expiration date of april 30, 2022. On this picture, it is also indicated that the product has been implanted on (B)(6) 2022. Therefore, the reported event is confirmed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that one expired product has been consumed in a surgery. The product expired on 30.04.2022 and was used in a surgery on (B)(6) 2022. No further information available regarding patient health consequences.

Event description:
No further event information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies related to the reported event were found. The review of the sterilization certificate indicates that the products were sterilized according to the specification. Medical records were reviewed and show that there was extensive scar tissue around patella. The initial patella was asymmetrical and did not cover the cup bony surface, which might explain the pain underwent by the patient. X-rays have been received, showing a total knee arthroplasty without hardware failure. Overall fit and alignment of the implant is appropriate. The quality of the bone is normal. The root cause of the reported issue is attributed to user error (expired product implanted). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.